Event description:
It was reported that the right atrial (ra) lead exhibited undersensing causing device classified termination of atrial tachycardia/atrial fibrillation (at/af) event. The ra lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: dtba1d1 crtd, implanted (B)(6) 2017; 694765 lead, implanted (B)(6) 2008. If information is provided in the future, a supplemental report will be issued.